Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of merlin.net transmissions revealed out of hv lead impedance on the rv-can vector. Previous measurements were in range and possible cause of the impedance increase is scar tissue in the pocket. Continuing to monitor the lead was suggested. Dft testing can be also considered. The patient was asymptomatic.